Event description:
The surgical fiber, with 178,880 joules of use, was returned to the manufacturer with no information as to the reason for return. No additional information is available. The procedure was completed using a second surgical fiber. Patient outcome: "no damage to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-349a-(B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.